Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial stent was to be used in the airway during an airway stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the stent appeared kinked after deployment, so the physician attempted to reposition the stent to a more desirable position. Concerned that the stent was breaking apart during the repositioning, the physician decided to remove the stent from the patient. Once the device was outside the patient, the physician then confirmed that the device was not ¿breaking apart¿ or "fractured". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿satisfactory with no harm done to the patient.¿